Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion details are unknown. A 1.20mm x 15mm emerge¿ balloon catheter was selected for pre-dilatation. The device was "deployed" and the shaft was broken in two places. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was blood in the wire lumen. The balloon was tightly folded. The hypotube shaft was completely separated 52.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion details are unknown. A 1.20mm x 15mm emerge¿ balloon catheter was selected for pre-dilatation. The device was "deployed" and the shaft was broken in two places. No patient complications were reported.